Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient underwent a right total shoulder arthroplasty on (B)(6) 2015. After the procedure, it was found the humeral tray contains nickel and the patient has a suspected nickel allergy. The patient has not experienced any allergic reaction symptoms.